Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/15/2024, an ilet user's husband reported the user experienced a low blood glucose event requiring assistance to treat. The event occurred on 11/15/2024. The user's bg dropped to 20 mg/dl, but ems was not called, nor were they taken to the hospital. The husband treated them with 8-9 glucose tablets, a cup of apple juice, half a can of coke, and crackers with cheese, after which the user returned to normal bg levels and fell asleep. The husband reported the user was incoherent, with their eyes rolling back in their head. Attempts by the customer care agent to pull the ilet report showed no data, indicating the device was disconnected from the app. Efforts to guide the husband in turning on bluetooth were unsuccessful. The husband expressed concerns that the user was receiving too much insulin from the ilet and requested to speak with their beta bionics clinical diabetes specialist (cds). The agent assured the husband that a message would be sent to the cds. The cds later confirmed they had scheduled an additional in person training for that day at 6pm at the user's home (in the lobby of their living facility).